Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced wound dehiscence, discomfort and drainage from the site that was treated with topical antibiotics (date and duration not reported). Subsequently on (B)(6) 2016 the patient underwent a procedure to have the internal magnet removed. The implanted device remains.